Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, and high out of range pacing impedance measurements. During a follow-up check, noise, oversensing and pacing failure were reproduced when patient sat in supine position. An x-ray was performed, which revealed a severe tortuous vein along the rv lead. It was suspected this rv lead was fractured. The decision was made to replace this rv lead within the future. Subsequently, additional information was received that this rv lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
At this time, there is no additional information. Should additional information become available this report will be updated.